Event description:
It was reported that the atrial channel is noisy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52, implantable pacing lead, (B)(4) 2012; 5086mri45, implantable pacing lead, (B)(4) 2013. (B)(4).